Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07087. The patient experienced a hospital acquired enterobacter infection at the lead incision site which spread to the leads and battery pack, resulting in localized sepsis. As such, the leads and battery back were removed to address the issue. The patient was hospitalized for 4 days on IV antibiotics to treat the infection. Additionally, the patient experienced headaches and spinal fluid leakage from the incision site.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.